Event description:
Keravision has been notified that on 7/27/1999, intacs (0.25mm) implant procedure was performed on the pt's left eye. During the pt's postoperative examination, on 7/31/1999, a suspected infection was observed in the left eye. The infection was managed with removal of both intacs segments in 1999 and antibiotic therapy. Culture results indicate the presence of staphylococcus epidermidis. According to the medical facility, the pt is stable and doing well. The pt's best corrected vision remains at 20/20 (preop: 20/20). The investigation of the event revealed that the pt has not been prepped for surgery according to the recommended procedure.